Event description:
Spontaneous call from patient. Patient reported that pump was giving "no dispos" error and beeping. Patient tried cassette (lot# unknown) on both pumps and it would not run on either pump. Patient made a new cassette and it ran on pump with no issue. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. No additional information or dates know at this time. Reported to (B)(6) by pt/caregiver.